Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a minimum fill notification occurred after filling the cartridge with 95-100 units of insulin. In addition, it was reported that the cartridge leaked insulin. Customer's blood glucose level was 208 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.